Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that during surgery the roller needed to be replaced. The device was not removing skin correctly. Another device was used to complete the surgery. No harm or delay was reported. No adverse event was reported as a result of this malfunction.